Event description:
It was reported that the right ventricular lead was improperly sensing, and that during a ventricular fibrillation episode, partial therapy was delivered on the second shock with low impedance. The lead was explanted and replaced. It was also reported that the device may have caused a sensing issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, however grommet damage noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defib coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Evaluation summary: (B)(4): no anomalies found, however grommet damage noted.